Manufacturer narrative:
The reported complaint was confirmed. Per the perfusionist, the issue was found while the unit was being transferred to the operating room from storage. It was reported initially that the unit still functioned normally. The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed that the ccm touchscreen had a hole on the front of the screen. It was found that the hole affected the touchscreen only, not the display, and the touchscreen worked as expected everywhere besides the hole. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) display screen had a hole. There was no patient involvement.